Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some of the bd micro-fine ultra¿ insulin pen needle are clogged.

Manufacturer narrative:
Investigation summary: 53 sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 8030906, cat. No. 325105. A clog test was carried out on fifty three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that some of the bd micro-fine ultra¿ insulin pen needle are clogged.